Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: issue #1: saline line completely detached from bloodline, qty: (B)(4) ea, sample: yes, lot#: a2400097.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, it was observed that there was no connector at the end of the saline line. The tube was evaluated to determine if any solvent was present and there were no signs of solvent; this indicates that if the connector had originally been there, it would have become detached. The sample is not within specification; the reported defect is confirmed. The defect is a result of a failure in the production process. An incorrect solvent application was used during the assembly process according to the visual standard. Corrective actions include retraining on the solvent application method visual standard to prevent the detachment issues. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.